Event description:
An ophthalmic surgeon reported that a corneal burn occurred during cataract surgery. Initial info indicates suture(s) were required and subsequent follow up was needed. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).